Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
It was reported that during a pulsed field ablation (pfa) procedure to treat atrial fibrillation a faradrive steerable sheath clear was selected for use. The air tightness at the tail end was not good and large number of bubbles were drawn back from the flushing line, and there were bubbles continuously. A pressure bag was used for irrigation. No patient complications have been reported. The procedure was completed successfully using another faradrive steerable sheath clear. The product is expected to return for analysis.

Event description:
It was reported that during a pulsed field ablation (pfa) procedure to treat atrial fibrillation a faradrive steerable sheath clear was selected for use. The air tightness at the tail end was not good and large number of bubbles were drawn back from the flushing line, and there were bubbles continuously. A pressure bag was used for irrigation. No patient complications have been reported. The procedure was completed successfully using another faradrive steerable sheath clear. The product is expected to return for analysis.

Manufacturer narrative:
The returned faradrive steerable sheath failed leak and aspiration testing as the device could not maintain pressure within the sheath, leaking occurred and air bubbles were observed. Inspection of the hemostatic valves found the internal valve torn on the inner face by the center slit, compromising the valves ability to seal pressure and fluid within the sheath.